Event description:
Procedure type: low anterior resection. Pt gender: unk. According to the reporter: the proximal anvil did not appear to come together with stapler. Anvil had to be retrieved per rectum separately. The bowel was de-functioned and an ileostomy was performed, it is unclear if this is common practice for this surgeon. Surgery time was extended thirty minutes. No need for transfusion and no blood loss occurred. The anastomosis was inspected and no trauma to the tissue or the anastomosis sight was noted. The anastomosis was also tested with air and water in the abdomen. Two weeks post-operatively the pt had a leak. The leak has not been confirmed if it was from the anastomosis site. The pt has not been re-operated for the leak on as of yet.

Manufacturer narrative:
Initial report sent: 12/18/2008. The returned product was evaluated, however, the alleged failure could not be duplicated as no abnormalities were observed and performed according to specs.